Manufacturer narrative:
Section d10 references: product ID: 37612, serial#: (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator, product ID: 37612, serial#: (B)(6), implanted: (B)(6) 2022, product type: implantable neurostimulator, product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician product ID: neu_recharger_acc, serial# unknown, product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, by the nurse. That the patient, had ongoing issues using the recharger and the patient programmer (pp). The pt would call, patient services (pss), for additional education. No further information was available at this time. The factors that may have led to or contributed to the issue were unknown. The issue was not resolved by the time of this report. The hcp had no further information. Additional information received, from the manufacturer¿s representative (rep). Reported, the patient had their rechargeable neurostimulators replaced with primary cell devices, because it was too difficult for them to recharge. Contact 0 had elevated impedances on the right side (a non-active contact). But, it was unknown, what the cause was. And they were unaware if this was the same as previous. The patient was receiving therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported there was no issues with the implant; the patient personally had a hard time recharging and wanted a battery they didn¿t have to recharge.